Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The caller reported that the current ins battery was put in because they replaced the past ins because it kept turning off and wouldn't stay on. The caller stated that the issue started probably a year ago where it got worse. No further complications were anticipated/reported.